Manufacturer narrative:
H10: of the two malfunctions, one lot number was provided and a lot history review was performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for both malfunctions. The investigations are confirmed for filter tilt, perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown.the devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration of device, malposition (tilt) of device, and perforation of the ivc. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as a 48-year-old female weighing 242lbs, the other patient was reported as a male whose age and weight were not provided.

Manufacturer narrative:
The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced migration of device, malposition (tilt) of device, and perforation of the ivc. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year old female weighing (B)(6), the other patient was reported as a male whose age and weight were not provided.